Manufacturer narrative:
The device was returned to heartsine for evaluation and the issue was duplicated and verified. Investigation found the reed switch to be faulty and the cause of the reported issue. The customer received a replacement device and this device was scrapped.

Event description:
The distributor contacted heartsine to report that their customer's device voice prompted a child patient with an adult cartridge. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported during the event.

Event description:
The distributor contacted heartsine to report that their customer's device voice prompted a child patient with an adult cartridge. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.